Event description:
It was reported that pump usb port was damaged, usb connection was faulty, and pump could not be plugged in or turned on despite attempts with several different cables. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.